Event description:
A beckman coulter field service engineer (fse) reported noticing a small amount of dried sample on the sample probe of the navios flow cytometer system, following replacements of the probe and sample head of the instrument as part of an unrelated service. The customer was wearing personal protective equipment consisting of eye protection, gown, and gloves at the time of the event and no injury or exposure was reported. The customer confirmed that no erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and noted that the blood on the sample probe was caused by an incorrect sample probe height adjustment. The fse adjusted the sample probe height in the sample head to the correct position to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Results: incorrect sample probe height adjustment. (B)(4).